Event description:
A customer contacted baxter's (B)(4) to report a system error (se) 2240 (indicating air in the set) with the homechoice machine during dwell 1. The home patient (hp) stated he disconnected himself in the dwell and forgot to press the stop button first. The hp stated he came back from the bathroom and connected himself and then got the se 2240. The tsr explained all the proper connect and disconnect procedures, assisted the hp to cycle the power twice to clear the alarm, and then assisted the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was discarded. If a sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Upon follow-up with the peritoneal dialysis (pd) registered nurse (rn) on (B)(6) 2010, it was confirmed that there was no patient injury or medical intervention associated with the incident. This complaint for a system error 2240 (air in set) occurred during dwell 1 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated he disconnected himself in the dwell and forgot to press the stop button first. The hp stated he came back from the bathroom and connected himself and then got the se 2240. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).